Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2018, low shock impedance less than 25 ohms was reported periodically. On (B)(6) 2019, low shock impedance less than 25 ohms was reported again on multiple occasions. This lead remains implanted at this time. Should additional information become available, this file will be updated.